Manufacturer narrative:
The datacard and treatment tip were returned for evaluation to solta medical. No issues were observed during the evaluation of the treatment tip. A review of datacard showed the error of maintaining constant force throughout the procedure. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. A review of the manufacturing records showed all requirements were met. Evaluation of the treatment tip and datacard confirmed the system was working within the specifications. According to thermage cpt system technical user manual, burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will likely be very small and respond readily to removal with a laser device.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Blisters were reported on the face line and cheek after the treatment. The highest energy level used was 4.0. Reportedly nothing out of the ordinary was noticed during treatment. Additional information has been requested, but was not provided.